Manufacturer narrative:
UDI: (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement

Event description:
The following was reported to gore: on (B)(6) 2015, the patient presented with a descending thoracic aortic aneurysm that was treated with a conformable gore® tag® thoracic endoprostheses. On (B)(6) 2017, a distal type I endoleak was identified. The aneurysm had reportedly grown from 55 mm to 67 mm in diameter. According to the physician the patient cannot be treated with endovascular techniques and open repair is too risky considering the patients cardiac and pulmonary history.